Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced joint swelling, radiation to ankle, stiffness, weakness, and knee giving way. Treated with narcotics (oxycodone) that partially alleviates symptoms. Positive for chills, difficulty standing, ascending stairs, descending stairs, kneeling, squatting, walking, siting, and getting up from a chair. An MRI showed no signs of issues with implant. No further intervention and no further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 02-020-12-0335 - truliant ps por fem ps por right sz 3.5: (B)(6). 02-022-35-4010 - truliant tib imp ps insert sz 4 10mm: (B)(6). 02-022-55-4040 - truliant por tib tray size 4f/4t: (B)(6). 200-07-35. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.